Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-73106. It was reported that the patient presented with infection. The implantable cardioverter-defibrillator was explanted. Patient status was not known.